Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 424 mg/dl. Patient's other blood glucose value: 391 mg/dl, 273 mg/dl, 258 mg/dl, 400 mg/dl, 364 mg/dl, 276 mg/dl, 348 mg/dl, 270 mg/dl, 348 mg/dl, 296 mg/dl, 253 mg/dl, 268 mg/dl, 282 mg/dl, 253 mg/dl. The current blood glucose value of the patient was 187 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as abdominal pain. The customer was treated with insulin pump. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.